Manufacturer narrative:
Evaluation summary: a physical examination could not be carried out as the device was not returned to stryker kiel. A review of the device history could not be carried out as the lot code of the reported instrument is unknown. According to additional information received from the sales rep, a functional check was performed on the device reported, which revealed the device being fully functional. The root cause of the reported event is therefore not device related. The alleged event is most likely caused due to a sub-optimal intra-operative procedure. No non-conformity was identified.

Event description:
It is reported by the hospital, that there are misdrillings observed.

Event description:
It is reported by the hospital, that there are misdrillings observed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be returned.